Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. When the physician attempted transseptal, the tip of the versacross rf wire got caught on the septum. On fluoroscopy the rf wire was not curling back properly in the left atrium so the physician chose to not dilate with the sheath and removed the wire. The patient was hospitalized to be monitored for growth of the effusion and is expected to fully recover. The device is not expected to be returned for analysis (disposed). It was further reported that the physician came on rf very quickly, it was unknown how much wire was out of the dilator before coming on rf. Patient had a small atrium. Effusion located underneath the right ventricular (rv) but no interventions were required/performed. The wire fully advanced into the left atrium, but the tip of the curl was stuck in the septum. It did not curl. Act was therapeutic. The patient was stable and has been discharged.

Manufacturer narrative:
Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of pericardial effusion and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pericardial effusion is a known inherent risk of the versacross connect access solution for faradrive device. Pericardial effusion is an expected procedural complication addressed within the IFU for the versacross connect access solution for faradrive. The reported allegation of stuck rf wire could not be confirmed, since the product did not return for analysis; therefore the cause was not established.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. When the physician attempted transseptal, the tip of the versacross rf wire got caught on the septum. On fluoroscopy the rf wire was not curling back properly in the left atrium so the physician chose to not dilate with the sheath and removed the wire. The patient was hospitalized to be monitored for growth of the effusion and is expected to fully recover. The device is not expected to be returned for analysis (disposed). It was further reported that the physician came on rf very quickly, it was unknown how much wire was out of the dilator before coming on rf. Patient had a small atrium. Effusion located underneath the right ventricular (rv) but no interventions were required/performed. The wire fully advanced into the left atrium, but the tip of the curl was stuck in the septum. It did not curl. Act was therapeutic. The patient was stable and has been discharged.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. When the physician attempted transseptal, the tip of the versacross rf wire got caught on the septum. On fluoroscopy the rf wire was not curling back properly in the left atrium so the physician chose to not dilate with the sheath and removed the wire. The patient was hospitalized to be monitored for growth of the effusion and is expected to fully recover. The device is not expected to be returned for analysis (disposed).